Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. On (B)(6) 2014 the patient was administered general anesthesia to facilitate abutment exchange in the operating room. The implanted device remains.